Manufacturer narrative:
Additional information: this event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one video and one device. The event report alleges the product was used in a surgical procedure. Visual examination of the cartridge noted that the clip was fully formed but not completely deployed. A memory stick was received with a video of the clip being applied to a vessel during clinical application depicting the clip not releasing from the cartridge. Since the clinical instrument was not received the loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic pylorus preserving pancreatoduodectomy (pppd) procedure. The device was being applied to the vena mesenteric inferior vessel. The clip did not get off of the loading unit so the surgeon had to free / mobilize the clip by using ligasure. There was tissue damage as a result of the problem but it was not considered permanent. There was no additional tissue loss the device was not difficult to assemble but was difficult to disassemble. There were issues with the clip or clip cartridge. The clip cartridge was able to be properly loaded onto the handle. The clip was not able to disengage from the cartridge. The clip was able to form correctly. A device component disengaged into the cavity of the patient but was retrieved. The procedure time was extended by about four minutes due to the issue but there was no adverse event.